Manufacturer narrative:
An event regarding alleged "irrigation and debridement" involving an unknown stryker adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: the provided medical records are reviewed by consulting clinician and indicated "there is no examination of the explanted components. The event was reported as resolved on (B)(6) 2016 where ¿patient tested negative for (B)(6)¿. There was no evidence the periprosthetic infection was related to factors of faulty hip component design, manufacturing or materials." Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation. Review of the medical records by the consulting clinician indicated "there is no examination of the explanted components. The event was reported as resolved on (B)(6) 2016 where ¿patient tested negative for (B)(6)¿. There was no evidence the periprosthetic infection was related to factors of faulty hip component design, manufacturing or materials." No further investigation is possible at this time.

Event description:
Irrigation and debridement of skin, subcutaneous tissue, muscle and fascia, left hip.

Manufacturer narrative:
The following devices were also listed in this report: unknown 58 multi hole stryker cup; unknown 46 mdm liner; unknown stem; unknown screw; unknown head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Irrigation and debridement of skin, subcutaneous tissue, muscle and fascia, left hip.